Event description:
The customer reported via phone call that the insulin pump alarmed motor error three times in the last 30 days. The customer was unable to rewind the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. No rewind anomaly was noted. No motor error alarm or excessive no delivery alarm was noted. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and a missing end cap sticker.